Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter leaked at connection to hub. The following information was provided by the initial reporter: the issue is that they are leaking where the catheter attaches to the pink hub. This is not detected until the IV has been started and IV fluids are started and then the dressing becomes saturated and the IV has to be restarted.

Manufacturer narrative:
Initial reporter email added. Investigation results: a device history record review was completed by our quality engineer team for provided material number 382533 and lot number 4109659. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Investigation results of returned late samples: our quality engineer inspected the representative samples submitted for evaluation. Bd received 681 sealed 20ga x 1.00in. Insyte autoguard bc units from lot #4109659. A sampling of 20 units were used for functional testing. Leakage was confirmed from under the nose of the pink adapter on 2 of the 20 samples. A microscopic examination of the IV catheter revealed a pinhole in the extruded tubing at the leading edge of the wedge. Your reported issue was confirmed and determined to be manufacturing related. Damage at this location would not likely occur in the clinical environment as the hole was located within the catheter adapter. The observed damage may occur during the assembly process when the tubing is assembled to the catheter adapter. Misalignment may result the catheter tubing being pinched and/or punctured. Per the quality plan, inspections for damaged adapter/catheter tubing are performed periodically during the manufacturing process to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.